Manufacturer narrative:
Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 3 days. Tandem clinical support informed customer that wearing the pump supplies for 3 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 470 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.